Event description:
Iab placed in cath lab. Pt to surgery for CABG. Then to unit. Blood noted in the tubing. Pump was turned off and iab removed on 12/8/97. Pt expired due to cardiac output dropping to 19. Pt fibrillated.